Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, multiple attempts were made to find good sensing values. An issue with the psa cables was suspected. It was noted that due to the frequent lead repositioning, patient went into atrial flutter. Perforation was also suspected. Lead was replaced. No further information is available at this time.